Event description:
Additional information received from the manufacturer representative indicated the patient's family thought one of the motor stalls may be due to MRI, although the family could not verify the date of the MRI. There were also several stalls a few months prior. There were also few days in which there were multiple motor stalls. The healthcare provider (hcp) wanted the pump sent back for analysis.

Manufacturer narrative:
Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a company representative regarding a patient receiving baclofen (2000 mcg/ml) at 100 mcg/ml via an implantable pump for intractable spasticity. At a normal pump replacement for nearing eri (elective replacement indicator) multiple motor stalls were noted on the logs. The most recent motor stall may have been due to an MRI (magnetic resonance imaging), but the patient and the patient's family thought that the date was different for the MRI and did not recall any MRI's around the time of the stalls. The pump was replaced. The patient's status was reported to be alive with no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.